Event description:
It was reported that this implantable pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This implantable pacemaker was explanted and a new implantable pacemaker with a different model was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable pacemaker was analyzed, and review of device data noted the power consumption or rate of battery depletion was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of message - error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this implantable pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This implantable pacemaker was explanted and a new implantable pacemaker with a different model was placed. No additional adverse patient effects were reported.